Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the abdomen. On 12/09/2025, it was reported that the patient experienced a hypoglycemic event while being in an active sensor session. The day of the event the patient was about to getting ready to bed without any symptoms when he suddenly passed out. His wife discovered him leaning on the bathroom door. His right arm was bruised. The patient could not recall the last readings from the cgm prior to passing out, or what the cgm device would have been displaying, at the time of the onset of symptoms. No fingerstick was taken but the wife called an ambulance. When a fingerstick was taken by the paramedics the blood glucose reading was 31 mg/dl. It is unknown what the cgm device would have been displaying at the time. The patient was treated with intravenous glucose while being transported to the emergency room (ER). At the ER, the intravenous glucose was continued. The patient was discharged 2 days after the event. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction.

Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a hypoglycemic event while being in an active sensor session. The day of the event the patient was about to getting ready to bed without any symptoms when he suddenly passed out. His wife discovered him leaning on the bathroom door. His right arm was bruised. The patient could not recall the last readings from the cgm prior to passing out, or what the cgm device would have been displaying, at the time of the onset of symptoms. No fingerstick was taken but the wife called an ambulance. When a fingerstick was taken by the paramedics the blood glucose reading was 31 mg/dl. It is unknown what the cgm device would have been displaying at the time. The patient was treated with intravenous glucose while being transported to the emergency room (ER). At the ER, the intravenous glucose was continued. The patient was discharged 2 days after the event. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.